Event description:
It was initially reported that there was telemetry issues with the patient¿s implantable neurostimulator (ins) and a overdischarge condition was suspected. A power-on-reset (por) was also observed on the ins. Follow up information received on (B)(4) 2011 reported that a trickle charge was performed on the patient¿s ins but that it could not get the device working again. The patient was to have the ins changed in late (B)(6) 2011 when they return from their vacation. Additional information received on (B)(4) 2011 reported that the patient had not had the ins replaced yet. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).